Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient was "symptomatic," had trouble breathing, had chest pain, and started throw ing up. The spouse stated that the implantable cardioverter defibrillator (ICD) "sounded like it was shorting out," and they heard a solid tone. The device remains in use. No further patient complications have been reported as a result of this event.